Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the battery drawer would not open. Analysis also noted that the hanger assembly was broken, capacitor on the main printed circuit board (pcb) was broken, display wire insulation was pinched (insulation not compromised). All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged battery compartment that failed to open when the button was pressed. The epg was returned for service. There was no patient involvement.